Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level. Exact bg value was unknown, as was the cause. Customer consumed carbohydrates to address bg level and did not receive any treatment at the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.